Event description:
The facility representative reported a colleague infusion pump which failed to audibly alarm for a failure code 570:320:849:0000 during set-up. There was no patient injury or medical intervention necessary. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of no alarm. The root cause of the reported condition was determined to be due the rear harness being disconnected from the user interface module printed circuit board. The rear harness was re-connected to correct the reported condition. A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.